Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a standard f/u, the curve recording the lead impedance since the last pt data f/u re-initialization was empty. The physician requested an explanation.